Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: a review of the black box showed unexplained power on resets. The battery compartment was cracked on the side from the threads to the cover. The returned battery cap threads were stripped and was unable to maintain an electrical connection. The power complaint was duplicated. A new test battery cap was able to fit to the pump to maintain an electrical connection. The test battery cap was used to complete a 24 duration test. No power on reset events were duplicated during testing. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.